Event description:
It was reported that there was high right ventricular (rv) threshold. Increased output resulted in diaphragmatic stimulation. The patient is pacemaker dependent. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.